Event description:
Screw broke off during insertion, left in pt.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.